Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported the medfusion® 3500 syringe pump had a check clutch error during use. No patient harm or injury occurred.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed the returned device to be in good condition and no external damage was noted. A review of the device event history log found that a check clutch error had occurred. During functional flow and occlusion tests, the check clutch error was unable to be duplicated. The device did display a primary audible alarm during testing. Investigation was unable to determine a root cause for the check clutch error as it was unable to be duplicated during test. The device position potentiometer was replaced as a preventive measure. The interconnect board and speaker were replaced for the primary alarm that occurred during functional testing. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.